Event description:
As reported by the user facility: it was reported that during a CT scan using contrast dye on a patient, the extension set split open and the IV site was nearly lost. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) photos were provided for evaluation. The photos were visually evaluated and it was noted that there were lateral cuts on tubing near the female connector. Based on other confirmed complaints of this nature, this defect is observed when the product is subjected to high pressure. Based on the visual evaluation results, the reported defect cannot be confirmed as a manufacturing related defect. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.